Event description:
It was reported that the patient experienced uncomfortable stimulation (pain in discomfort and some cramping in her legs and feet). Reprogramming was unable to address the issue. X-rays confirmed one of the leads has migrated to the ipg. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model 3186, UDI (B)(4): serial:(B)(4), batch: a000115119.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the migrated lead was repositioned back to its original location addressing the issue. Reportedly, adequate therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.